Manufacturer narrative:
Concomitant medical products: bard solo 24 fr PICC -bd posiflush normal saline flush syringe, 10ml; lot #8261613; therapy date (B)(6) 2018. The customer's complaint that the connector leaked during the first flush could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported the needleless connector leaked during the initial flush, but not during subsequent flushes. There was no patient harm.